Manufacturer narrative:
After multiple attempts to obtain additional information and product return, no information could be obtained, and product not returned. If additional information is provided, or product returned at a later date, the information will be processed at that time. Complaint conclusion: it was reported by a healthcare professional that the presidio 10 coil (pc410073030/c19728) stretched. It was reported that the event occurred prior to use in the patient, and there was no patient injury. It was indicated that the device would be returned for analysis; however, after multiple attempts to obtain the product for analysis, as well as additional complaint information, no product was returned. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The presidio coil stretch could not be confirmed since the device was not returned for analysis. The root cause or factors that may have contributed to the stretching could not be determined based on the information provided. All coils are inspected prior to being released from the manufacturing facility, and there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that the presidio 10 coil (pc410073030/c19728) stretched. It was reported that the event occurred prior to use in the patient and there was no patient injury. It was indicated that the device would be returned for analysis.

Manufacturer narrative:
The device was returned for analysis on october 28, 2015. Complaint conclusion: it was reported by a healthcare professional that the presidio 10 coil (pc410073030/c19728) stretched. It was reported that the event occurred prior to use in the patient and there was no patient injury. The device was returned for analysis. No additional information could be obtained. The device was returned for analysis. As viewed through the returned packaging it was confirmed that the coil was stretched. It was found that there was unreported damage to the green introducer which was severed and not returned. The circumstances of how and when the green introducer was severed cannot be determined. The entire coil was returned stretched. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil being stretched prior to patient use was confirmed. The circumstances of how this damage occurred cannot be determined. In addition, without the return of the severed green introducer used in the procedure, it cannot be determined if this component contributed to the complaint event.